Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to a device overheating, warming up, or becoming too warm/hot to the touch for devices registered under hwe product code in accordance with FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99447.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: overheating of device. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device was received. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: degradation problem identified, overheating problem identified / motor(s) product disposition: 1 device: serviced and returned to customer 1 device: product disposition is not yet determined additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.